Manufacturer narrative:
Concomitant medical products: 0184 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with a spike, high impedance with a spike, and a suspected fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.